Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized on (B)(6) , 2014. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. The customer indicated having symptoms consistent with high blood glucose levels including weakness, dizziness, vomiting and thirst. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with six bags of saline water due to dehydration. The customer also had a motor error from the insulin pump. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.